Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The evaluation confirmed the occurence of system fault (sf 74). The evaluation determined that the system fault was a single occurrence and could not be reproduced during in-house testing. The device was serviced and returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed a system fault (sf 74) error message indicating a software task error occurred. The device was not in use when the fault occurred; therefore, there was no patient involvement.